Event description:
It was reported that two months after the pump was implanted, the patient experienced clotting problems in the hepatic artery. The patient was following fudr treatment and was not receiving medication. This treatment was discontinued and the pump was explanted. There were no patient's complications.